Event description:
It was reported that a flo-gard infusion pump had a damaged display and presented flashes. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed with no issues or alarms were identified. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.